Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they met with the patient on (B)(6) 2017 at their healthcare provider¿s (hcp) office. The patient¿s system was interrogated and impedances were checked. All electrodes were within normal limits. Upon turning the stimulation on, the patient was very sensitive to amplitude changes. The manufacturer representative then programmed the patient lying down using a high dose setting. The stimulation was titrated to comfort. The patient was instructed on how to recharge. It was noted that the patient had multiple questions on the medication requirements and pain levels. The patient was redirected to their hcp. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient came in because the stimulator was shocking. The hcp was given instructions how to check the amplitude and turn off the implant with the programmer. The hcp confirmed that the implant was not off and indicated the patient was feeling some sensation still. Troubleshooting reviewed residual stimulation and how to send a reset command by starting a physician recharge mode which the hcp did. The patient had told the hcp he wasn't sure if turning the implant off and physician recharge mode resolved the shocking sensation and claimed that before it felt like the shocking was coming and going. Further information received from the consumer reported that he believed the unit was broken. The patient stated he couldn't feel the square under the stitches and tried each level low but it had to go extremely high to get a feeling anywhere. The patient had pain in their back and at the incision and noted they were probably not going to sleep for 2-3 days. Additional information received from the consumer stated that they were going to leave it alone until they see the representative in june. The patient noted they were in a lot of pain in their back and the front incisions and had been unable to wean off the pain meds. The patient mentioned that the pain was where the incisions and battery were and that there was no burning and all the channels worked and were all turned off. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.